Event description:
During an onsite service visit a beckman coulter (bec) field service engineer (fse) reported that during a maintenance function it was observed during priming that the sample probe was leaking de-ionized (di) water from the tip of the probe in the olympus au5431-02 (au5400 series) clinical chemistry analyzer (210v). The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The bec fse removed and replaced a faulty solenoid valve which is used to control the flow of the internal wash which resolved the issue. There have been no further reports regarding this issue to date. (B)(4).